Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The reported resistance and balloon rupture appears to be due to case circumstances. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the mid to distal right coronary artery that was mildly tortuous and moderately calcified. The 2.5 x 15 mm traveler rx balloon dilatation catheter (bdc) ruptured at 12 atmospheres during the third dilatation. There was resistance met during advancement of the bdc with the lesion. The device was removed and a non-abbott bdc was used to continue the procedure. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.